Event description:
The customer reported that the temperature probe on a breathing circuit at the top of the auto-fill humidification chamber became disconnected and was not detected. It is reported that the patient incident happened where the patient had to be resuscitated. No death or serious injury was reported.